Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("I looked 7 months pregnant as well (bloated)") in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed. At the time of the report, the abdominal distension outcome was unknown. The reporter considered abdominal distension to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I looked 7 months pregnant as well (bloated) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal distension ("I looked 7 months pregnant as well (bloated)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with essure removal). Essure was removed. At the time of the report, the abdominal distension outcome was unknown. The reporter considered abdominal distension to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.